Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad. The unit had a cracked reservoir tube lip, minor scratched display window, and a cracked case at the display window corner. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.